Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. After the alarm, the customer immediately resumed insulin delivery. The customer could not remember if the blood glucose level was impacted. As the customer has since changed the pump supplies, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.